Manufacturer narrative:
(B)(4). Model 3189, scs lead, implant date : unknown. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient¿s ((B)(6)) thoracic lead had migrated out of the epidural space (confirmed via x-rays). The patient underwent surgical intervention (date unknown) wherein the lead was replaced with a new model. Reportedly, stimulation was restored postoperatively. The physician elected to leave the alleged lead insitu.

Event description:
Additional information received identified the lead replacement surgery date is (B)(6) 2017.